Event description:
It was reported that during testing for a procedure at the user facility the device's top screw broke off. No patient involvement or procedural delays were reported to have taken place.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
It was reported that during testing for a procedure at the user facility the device's top screw broke off. No patient involvement or procedural delays were reported to have taken place.